Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-may-15. It was reported that there were no direct circumstances that might have led to the sudden loss of stimulation. The patient stated that it just happened suddenly when they increased the stimulation to 250 volts; they had five programs set and none of them worked. To attempt to resolve the loss of stimulation issue, the patient when back to using ice to treat their symptoms because the stimulation was not helpful. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was suddenly not feeling stimulation starting on (B)(6) 2017. The patient had to increase the stimulation to 7-8 volts before the patient was feeling stimulation; however he could normally feel stimulation at 2-3 volts. Stimulation was still in the same area. The manufacturer representative saw an error code on the patient programmer about a month prior to the report ((B)(6) 2017), but they couldn't find any issue with therapy. There was no trauma or fall related to the issue. The patient was redirected to their health care provider to have their system checked. No further complications were reported.